Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 6/20/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2025-076706 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.